Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: right cornu (uterus),"), pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (term intrauterine pregnancy at 39 weeks), back pain, gestational diabetes mellitus and bacterial vaginosis. Concurrent conditions included nausea, ovarian cyst, abdominal pain, adnexal mass, fibroids, diabetes, drowsiness, blood loss of (nos), vomiting, fever, dysfunctional uterine bleeding, menses irregular with excessive bleeding, pelvic adhesions, perineal pain and grand multiparity. Family history included ovarian cancer. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3). On (B)(6)2010, the patient had essure inserted. On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia"), 2 months 3 days after insertion of essure. On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On(B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), infection ("infections") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (undergo a tubal litigation, a laparotomy and a bilateral linear salpingostomy). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, pregnancy with contraceptive device, vaginal discharge, infection, ovarian cyst and dysmenorrhoea outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, infection, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections and ovarian cysts, among other symptoms. Discrepancy noted in insertion date-(B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: the fallopian tubes are occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain,menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-mar-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migration of essure device location of device: right cornu (uterus),were added. New reporters were added. Outcome of events pain, abnormal bleeding from unknown to recovering/resolving and pain during sex from unknown to recovered/resolved were updated. Concomitant conditions and drug were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections") and ovarian cyst ("ovarian cysts"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (undergo a tubal litigation, a laparotomy and a bilateral linear salpingostomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dyspareunia, vaginal discharge, infection and ovarian cyst outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dyspareunia, infection, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections and ovarian cysts, among other symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections") and ovarian cyst ("ovarian cysts"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (undergo a tubal litigation, a laparotomy and a bilateral linear salpingostomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dyspareunia, vaginal discharge, infection and ovarian cyst outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dyspareunia, infection, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections and ovarian cysts, among other symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.